Event description:
On 15may2026, a patient (pt) in south korea reported right eye (od) ¿extreme eye redness¿ on (B)(6) 2026, the first day of wearing acuvue® vita¿ brand contact lenses (cls). The pt visited the emergency room on (B)(6) 2026 and was diagnosed with corneal inflammation. The pt visited the doctor a ¿few times¿ for medical attention and reports the ¿eye condition still not very good currently.¿ on 18may2026, additional information was received from the pt via email. The pt reported being informed by the physician that the corneal ulcer was in a ¿very serious condition.¿ the pt reported experiencing ¿several days of reduced vision and was at risk of suffering permanent vision loss.¿ the pt reported ¿the doctor noted that blood vessels on the dark part of the eye have dilated due to the corneal ulcer.¿ the pt is an experienced cl wearer. On 19may2026, additional information was received from the pt via email. The pt reported the onset of eye redness occurred ¿around (B)(6) 2026¿, visited a private clinic on (B)(6) 2026 and seen by doctors at a university hospital since (B)(6) 2026. On 19may2026, images were received from the pt via email. Translation of the images was requested. On 19may2026, translation of the attached images was received as follows: visit date (B)(6) 2026. Diagnosis: (blank). Doctor¿s opinion: patient visited the hospital on (B)(6) 2026. Avelox tablets 400mg. Visit date: (B)(6) 2026. Diagnosis: (blank) doctor¿s opinion: patient visited the hospital on (B)(6) 2026. Vigamox eye drops 0.5%. Lotepro ophthalmic suspension 0.5%. Cravit ophthalmic solution (levofloxacin hydrate). On 20may2026, the pt emailed stating ¿I received the doctor's note today confirming that the treatment is complete.¿ on 21may2026, translation of additional images was received. Visit date: (B)(6) 2026. Avelox tablets 400mg. Medication direction: dosage per administration: once per administration; total duration of treatment: 7 days. Visit date: (B)(6) 2026. Vigamox eye drops 0.5%. Medication direction: dosage per administration: once per administration; total duration of treatment: 1 day. Lotepro ophthalmic suspension 0.5%. Medication directions: dosage per administration: once per administration; total duration of treatment: 1 day. Cravit ophthalmic solution (levofloxacin hydrate). Medication direction: dosage per administration: once per administration; total duration of treatment: 1 day. No additional medical information has been received. A comprehensive review of the manufacturing records for lot number b0125j5 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The pt refused to return the od suspect cl. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.